Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008- 04244 for a description of the second event. It was reported to boston scientific corporation in 2008 that a c.r.e. Balloon dilatation catheter was used during a procedure the same day (patient age, gender and weight unknown). According to the complainant, "the catheter was kinked on updating." The device was not used on the patient. The same occurrence happened with the second cre balloon. A third cre balloon was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An evaluation of the return device revealed that a stopcock was returned with the unit, with no protective sleeve on the balloon. The balloon profile was wingfolded indicating that it had not been used. A visual examination revealed three kinks in the working length of the device. The cause of the reported malfunction cannot be determined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.